Event description:
It is reported that the locking screw would not lock and when the surgeon tried to remove it, the screw spun when backing out. The surgeon was able to remove the screw with a freer.

Manufacturer narrative:
This report will be amended when our investigation is complete.